Event description:
Customer reported being hospitalized for low blood glucose. No blood glucose level was provided at the time of the call. Troubleshooting was performed and found the insulin pump's time was behind approximately 4-5 hours. The customer was advised of the importance of having accurate time. Performed the displacement test and passed. At the end of the call customer mentioned that she was in a car accident in 2008, due to low blood glucose and hospitalized for a couple of days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.